Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, and b5.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked/chipped top case by the front left and bottom corners, missing battery, cracked battery door, cracked bottom case by the ?l" bracket pole clamp and visible contamination. During analysis, event log history could not be performed due to corrupted data. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfuaion pump had an spi bus timeout. No adverse effects were reported.